Event description:
It was reported that there was no liquid in the vial and the lens was dry. Reportedly, white powder was present in the packaging. The lens was not used and no other devices came in contact with the lens. Reportedly, this event occurred with eight lenses. This report refers to lens 1 of 8. Ref MDR#: 1313525-2015-01274 for lens 2 of 8, 1313525-2015-01275 for lens 3 of 8, 13135252015-01276 for lens 4 of 8, 1313525-2015-01277 for lens 5 of 8, 1313525-2015-01278 for lens 6 of 8, 1313525-2015-01279 for lens 7 of 8, 1313525-2015-01280 for lens 8 of 8.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.